Event description:
Reporter indicated a "not for human use" message was received on a vns (B) (6) computer screen. The believed reason for the "not for human use" message is due to computer battery depletion and that the back up battery had been discharged. When power is reapplied, the "factory-default" registry is recreated, but not the vns therapy software entries. The reporter was advised to fully charge the computer and perform a hard reset. Attempts to the reporter for further information and product return have been unsuccessful to date.